Event description:
I purchased this heating pad from amazon in early january. Since it arrived, I have used it nightly for lower back pain. Unfortunately, I woke up yesterday with a second-degree burn on the left hip, which required medical care. Either the device overheated or failed to shut off automatically after 2 hours -- possibly both. Https://a.co/d/4zq1pss. The system is not allowing me to upload a photo.